Event description:
(B)(6) clinical study. It was reported that following a coronary artery treatment procedure the patient experienced angina and restenosis. The target lesion was located in the mid left anterior descending (lad) artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with direct stent placement using a 2.25 mm x 20 mm ion us coa stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient experienced recurrent chest discomfort for a couple of weeks. The patient presented due to chest tightness at rest and on exertion and was admitted to the hospital on the same day. The patient was then referred for cardiac catheterization. Coronary angiography revealed 90% edge stenosis (at both proximal and distal edges) of the previously placed study stent located in the distal lad. As treatment the patient underwent coronary artery bypass grafting x 2 with lima to lad and svg to om1. The patient was discharged on aspirin.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)